Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clasp on the shower bag strap was broken. The shower bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shower bag was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a damaged snap hook. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the bag. If information is provided in the future, a supplemental report will be issued.